Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump, and the customer was instructed on how to place the pump into storage mode before returning it. The customer will use multiple daily injections as a backup therapy and is expected to receive a pump with updated software.